Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) called the customer and checked the system remotely. The reported issue occurred after the customer used a splitter to distribute signals to the examination room. It was confirmed that the issue was due to a defective third-party splitter cable. The customer solved the issue by replacing the splitter cable. After this action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was stuck at the startup screen. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.